Event description:
Pt was revised to address dislocation due to malpositioning of the cup. Poly wear noted intraoperatively.

Manufacturer narrative:
Although, the exact date of the primary surgery is unk, it was reported to have occurred approx 12-13 years ago. Examination was not possible, as the devices were not returned. Review of the device history records was also not possible as the lot codes required for retrieval were unavailable. Although unavailable for evaluation, it would not be unreasonable to expect poly material wear after approx 13 years of implantation. The investigation could not verify or identify any evidence of product error with regard to the reported event with the information available. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.